Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the system did not boot up. A field service engineer reimaged the hard disk drive. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was stuck on the windows update. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.